Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "bridge test failed" and "pacer fault 115" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.